Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. The batteries used at the time of the report were not retruned to zoll for evaluation. Analysis of reports of this type has not been identified an increase in trend.